Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, bent and stretched out with dried blood present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the tip end approximately 489 mm from the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the helix of this right atrial (ra) lead could not be extended. Subsequently, this lead was replaced with a new on to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.